Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that following a cataract with iol (intraocular lens) implant procedure, macular edema was confirmed in a patient's left eye approximately one month postoperatively. There were no abnormal symptoms confirmed immediately before or after the surgery. The patient's near visual acuity decreased to one-third of his original vision, however the causal relationship with the iol is unknown. Additional information was later received, indicating that the patient was treated with a tenon's subcutaneous injection of triamcinolone and nonsteroidal anti-inflammatory eye drops. It was later reported that the patient's symptoms are improving. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge; the product history records for the cartridge could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which is not qualified for this lens/cartridge combination. The root cause remains unidentified. (B)(4).